Event description:
It was reported that a lead alert triggered due to high sensing integrity counter (sic) exhibited with the right ventricular (rv) lead. In addition, there was variable pacing impedance, and a high impedance measurement recorded with the superior vena cava (svc) portion of the lead. The electrogram showed instability suggestive of a possible lead issue. The rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.